Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The d8, d9, e2/e3 and g2 fields were corrected based on information available at the time of the initial submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 4 years since the subject device was manufactured. Based on the results of the investigation, the user did not handle and/or reprocessing steps the device per olympus recommendation. The event can be detected/prevented by following the instructions for use which state: - gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. - gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The endoscopy support specialist (ess) reported on behalf of the customer to olympus that the evis exera iii gastrointestinal videoscope was being reprocessed incorrectly. The reported issue was discovered during an onsite in-service repair reduction and reprocessing education session. There was no patient/user harm or injury reported due to the event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the onsite repair and reprocessing session at the facility.

Manufacturer narrative:
An endoscopy support specialist (ess) visited the facility to conduct an onsite in-service repair reduction and to provide education on reprocessing. During the session, it was observed that the air/water channel cleaning adapter was not being used during the pre-cleaning process. As a result of this finding, the ess specialist provided education to the staff on proper pre-cleaning steps. The information provided and demonstrated to facility staff referenced directly from the scope user manual as well as the reprocessing manual. All covered material in the demonstration was tracked and documented on an ¿on-track form,¿ in which all department staff were required to sign if attended. This training covered material specific to scope model gif-h190/, urology fiberscope including cleaning methods as well as specifics related to reprocessing this device. At this time, it has been indicated to olympus that the device will not be returned for testing and evaluation. Should additional information become available, or the evaluation is completed, a follow-up report will be submitted.